Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient underwent an ipg explant procedure.

Manufacturer narrative:
(B)(4) device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient underwent an ipg explant procedure.